Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint, the device displayed a scope communication error. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the device had a connection error. The reported problem was confirmed by the repair department. No patient involvement or injury was reported. No additional information has been obtained.

Event description:
Additional information was received from the customer: the phenomenon was identified at the beginning of an unknown therapeutic procedure. A delay occurred while the device was switched with a similar device, allowing the procedure to be completed. The device was not inspected before use.

Manufacturer narrative:
Additional information was received by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a cable break was suspected as buckling of the cable was observed. Also, water invasion to the camera head was confirmed. Thus, the phenomenon of ¿connection error¿ was determined to have likely occurred due to cable break and/or malfunction of the camera head caused by water invasion causing video function to not work properly. Olympus will continue to monitor field performance for this device.